Manufacturer narrative:
On (B)(4)2012, a beckman coulter field service engineer (fse) replaced the syringes, valves lv 13, 14, and 15. Reproducibility and calibration was performed, results within specifications. Valves vl13, 14, and 15 are responsible for bath draining. If the baths do not completely drain, the following sample would be diluted and the ensuing cbc (complete blood count) results would be lower. The cause for the erratic low wbc, rbc, hgb, hct, and plt results can be attributed to the valves that were replaced by the fse which can contribute to lower cbc results. Product labeling was evaluated. Coulter act diff analyzer operator's guide pn 4237416, chapter 6, table 6.10 irregular sample results: situation: all counted parameters are consistently lower than normal. Mcv is normal, probable cause: short sample. Poor bath drain. Diluted sample. Suggested action: see aspiration problems, incomplete aspiration - it is very difficult to tell an incomplete aspiration when you are aspirating only 12 ul. This conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb and plt would have to be low, with mcv normal. Leaks or plugs are in drain path, lv14 or lv15 has a problem, plugged check valve is near lv13, waste pump peristaltic pump tubing has a problem. Check that probe wipe is working and not dripping into sample.

Event description:
Customer reported erroneous low hemoglobin test results were obtained on one patient sample when using a coulter act diff analyzer. The sample was retested 4 times on the analyzer, and the hemoglobin test results were erratic. The sample was sent to the hospital and higher hemoglobin test results were obtained. No erroneous test results were reported out of the laboratory. Quality control was run before and after the event and was within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.